Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a stroke and fell, and then 5 days later the stimulation wasn't working. The patient felt stimulation only to the hips and not down the legs. The patient had an x-ray and was told the wires were broken. The patient kept stimulation on and fully charged. The pocket site was sore after the fall. The patient also lost some weight and the implantable neurostimulator (ins) was sticking out. Additional information received from the patient indicated no steps were taken to resolve the lack of stimulation. The patient called and asked how to turn the stimulation off, which the patient did. The patient meets someone to adjust it and it only works on the lower legs. The ins was indicated for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that a replacement was scheduled for (B)(6) 2017. The caller noted that there was a suspicion of a broken wire but an x-ray was taken and nothing was noted, although this statement conflicts with the previously reported observation of broken wires. At one point, the patient couldn¿t turn stimulation above the knee, but that had been corrected. Stimulation was currently functioning fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.